Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug and morphine at an unknown dose and concentration via an I mplantable infusion pump for spinal pain. It was reported the when the patient had a new pump put in the patient fell. The patient reported when they fell the pump moved. The fall occurred in (B)(6).. The patient had the pump replaced. No other information was provided. No further complications were anticipated/reported.